Manufacturer narrative:
The reported event was lead dislodgement. As received a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning the blood/tissue from the helix, the helix could be fully extended and retracted by applying torque to the connector pin, the full helix extension length was measured within specification. Visual and x-ray examination did not find any anomalies with the exception of cuts on the suture sleeve.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to remove the catheter, the lead dislodged. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.